Manufacturer narrative:
The insulin pump received with all buttons responding properly. The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin pump received with operating currents within spec. No unexpected replace battery now, failed battery, insert battery, or low battery alert alarms noted. The battery cap was inspected and no damage noted. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery alarm. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with the issue and was informed that the batteries need to be replaced. The customer went to insert new batteries but the line was disconnected. The customer did not return the product back for analysis.